Event description:
It was reported that the patient presented for an implant procedure. During positioning, it was noted that the right ventricular lead exhibited high capture threshold. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event for high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.